Event description:
I had lasik surgery and after that my constant unbearable headaches started. I have starbust, halos, and double vision problems. After almost 2 years past from the surgery only my headache got better but vision problems still same. I'm not sure what was the device but it was wavefront lasik device. FDA safety report ID # (B)(4).